Event description:
It was reported that the programmer generated an error code. Follow up determined that the error was generated at start-up of the programmer. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. System error occurred.